Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a ventilator experienced an audible check vent: primary alarm failed error. The device was rebooted repeatedly but the same alarm sounded. The device was in clinical use on patient at the time the issue was discovered. No medical intervention was reported. No delay to therapy was reported.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the speaker 2. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The visual inspection of the customer returned speaker assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the speaker assembly into a fi ventilator to duplicate the reported issue of primary alarm failure. The fi technician identified the primary alarm failure was caused by the voice coil open in the speaker.